Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018. (B)(4). Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that a tecnis symfony intraocular lens (model zxr00, +22.5 diopter) was explanted from patient¿s left eye because of the patient being overly myopic after surgery even though the pre-op measurements and ora (optical response analyzer) showed a 22.5 diopter lens would be needed. Both pre-operative and post-operative best corrected visual acuity (bcva) was 20/50 and the bcva prior to the iol exchange was 20/60. The replacement lens was noted to be another zxr00 of a lower diopter, 21.5. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.